Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and frozen display. The customer¿s blood glucose level was 277 mg/dl. The customer reported that they were unable to check history due to frozen display. The customer stated that they inserted battery and it won't let me press any buttons after inserting new battery. The customer stated that after installing new battery and was monitoring the pump for two hours and frozen display recurred. The customer was unable to successfully clear the alarm. The customer reported that the buttons were not responding. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with all buttons responding properly. The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within spec. And no unexpected low battery alert, low battery alarms, or failed battery test/battery failed alarms noted during testing. The insulin pump was monitored for a day and no frozen display or battery related errors occurred.